Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. No frozen screen noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. It was also reported that buttons were not responding. Customer's blood glucose was 125 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.